Manufacturer narrative:
Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed. No other visual defects were observed. An image quality inspection was performed with an endoscopic video imaging system. Specks and white spots were observed on the images. Based on the results of the evaluation, the reported failure mode "poor quality image" was confirmed. This is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device serial conforms to all applicable product specifications.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope appeared to be blurry under visualization. Another scope was opened and the case continued. Scope went to sterilization and the issue was not resolved. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number trackwise # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, bom 7mm extended length endoscope appeared to be blurry under visualization. Another scope was opened and the case continued. Scope went to sterilization and the issue was not resolved. The hospital did not report any patient effects.